Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pocket erosion in the corner of the implantable cardioverter defibrillator (ICD) implant incision site. The ICD was removed and the patient is undergoing a four week antibiotic regimen with planned reimplantation of a new device. It was noted that no active infection was found. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.